Event description:
A proultra endo tip separated in a pt's mouth. The separated piece was retrieved without sequela.

Manufacturer narrative:
In this incident, a proultra tip # 5 separated in a pt's mouth. Though the separated tip was retrieved and there was no report of pt injury, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr. The device was not returned for evaluation and the lot number is not known for retained-product testing. Information received from the complainant indicated that the ultrasonic unit was set too high for the tip size and its use to remove a post, a possible contributing factor in the event.